Event description:
It was reported that the pt was implanted with a compressed array for the right ear in 2005. After the surgery, the surgeon complained that he should have used a standard electrode for the pt but the staff of the distributor had delivered an incorrect implant to him. The surgeon was dissatisfied with the pt's performance. The surgeon did a revision surgery in 2007 to slightly pull out the compressed electrode in an attempt to get a better stimulation in the mid-frequency region, however, without informing med-el or the local distributor. In 2008, the implant was checked and found to be working properly with 3 channels switched off after the re-positioning of the electrode. It was explained to the hosp staff that the implant was still working properly and required no exchange for a new electrode. The parents of the pt reported that there has been no accident or head impact occurring before the incident was reported. Further testing carried out six months later, showed that the device now had 2 channels with high impedance and 2 pairs of short circuits. These results imply that the implant has now become unstable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.